Event description:
A customer reported a pixel issue on the pump display, which affected their ability to read the screen. The customer's blood glucose levels were reported as being within a normal range, with no adverse impact. To resolve the issue, the customer was instructed to switch to a multiple daily injection (mdi) backup therapy and tandem technical support arranged for a replacement pump to be sent.